Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 458 mg/dl. Customer blood glucose was over 600 mg/dl at the time of incident. Customer was in emergency room as a result of high blood glucose. Customer had symptoms like sleepy, thirsty and feeling bad. Customer was treated with bolus and insulin drip. Customer also reported that the infusion set had bent cannula. Customer was unable to complete carelink upload. Customer was not using auto mode. Customer declined to perform the high pressure test. Customer performed displacement test and test was passed. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr,unomed-inf set,ozp-mmt-7020.